Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced insulin flow block alarm event on 28-jul-2024. The blockage was located at the site and the symptoms occured within 3 hours of insertion. The site of insertion was located at abdomen. Furthermore, the customer confirmed that the introducer needle was ahead of the cannula prior to insertion. No further information available.